Manufacturer narrative:
(B)(6). Additional device product codes used ktt. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained about implants were bothering patient. Hardware removal was performed on (B)(6) 2017 without any issues and all the seven (7) implants were explanted as intact. There was no surgical delay and procedure was completed successfully. Patient was reported as stable. Date of original implant is unknown. This report is for one (1) 3.5mm cortex screw self-tapping w/stardrive recess 14mm. This is report 4 of 7 for (B)(4).